Event description:
A 52 yr old white gravida 2, para 2 female; status post bilateral subglandular inframammary gels (? Size/MFR/type - no records) placed in 1972 or 1973 for augmentation. The right has been getting firmer for years. No history of trauma. Pt's husband has noted a flattening laterally over 2 years. In addition, pt has intermittent pain on the right. Eighteen months ago, pt noted a tender lump in the right antebrachial space, associated with paresthesias. Pt has systemic symptoms, which have progressed over years, but increased in the past 2 years. These symptoms include: arthralgias/myalgias (right greater than left), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, headaches, dental problems, visual changes, dizziness, memory loss, sicca, oral sores, sensitivity to sun, chest pain, increased cholesterol, and gastrointestinal/genitourinary disturbances. Pt is otherwise healthy.